Manufacturer narrative:
UDI#: (B)(4). Detail of product: associated item number: 173206; item name: sulox, head, m¸ 32/0, taper 12/14; lot #: 2460651. Associated item number: 00000004265; item name: alloft-s alloclassic shl 52/ii; lot #: 2452071. Associated item number: 290039090; item name: cls spotorno, stem, 135, uncemented, 9.0, taper 12/14; lot #: 2437399. The manufacturer did not receive x-rays, but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that follow the implant the patient experienced 2-3 hip dislocation, solved by medical intervention.

Event description:
No change to previously reported event.

Manufacturer narrative:
It has been realized that this device belongs to associated products. The incident is already reported with 0009613350-2018-00751. Therefor this MDR is obsolete please invalidate this MDR from your system. Zimmer gmbh will invalidate this MDR from the system. Zimmer reference number of this file is (B)(4).